Event description:
It was reported that the stimulation was working but felt ¿jiggly¿ but every once in a while it ¿banged.¿ it was noted that it was ¿hammering hard this morning.¿ it was noted that the patient reported that it was not uncomfortable. It was noted that no allegation were made against the device. It was noted that the patient had a follow up appointment scheduled for (B)(6) 2013. Additional information received reported that there was lead migration. It was noted that the event was ongoing. It was noted that intervention included a surgical revision which was planned but not yet scheduled. It was noted that x-rays showed that the leads had migrated out of the epidural space and were located in the soft tissues of the posterior spine. It was noted that an examination and palpation resulted in pain levels of 8/10. It was noted that the event was related to the device or therapy and was not related to the implant procedure. It was noted that signs and symptoms included an increased level of pain. It was noted that the device was ¿jiggly¿ and ¿banged.¿ additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that the interventions include explant. It was further noted that the implantable neurostimulator (ins) and the leads were removed by the neurosurgeon during a decompressive laminectomy on (B)(6) 2014. It was noted that the leads migrated out of the epidural space to the soft tissues of the posterior spine. It was noted that the devices were explanted without replacement. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported lead 2 was deleted from being related to the device or therapy. Additional information reported an increase in pain.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Additional review noted that manufacturer report # 3004209178-2013-22133 and # 3004209178-2014-05495 are the same event. Information and fdd codes have been added to include the information from manufacturer report # 3004209178-2013-22133. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. It was noted that "it ain't stimulating." It was noted that this started yesterday. It was noted that there was no known accident or incident related to the complaint. It was noted that the patient was currently on program 1 at 3.0 volts and the implantable neurostimulator was on. It was noted that the patient did not appear to have access to another group only another program. It was noted that this morning the patient had increase the implantable neurostimulator to 7.0 volts and the patient still did not feel anything. It was noted that the patient toggled to program 2 at 0 volts and then increased program 2 to 4.7 volts but did not feel any stimulation. It was noted that the patient would call the health care professional. Additional review noted that manufacturer report # 3004209178-2013-22133 and # 3004209178-2014-05495 are the same event.